Manufacturer narrative:
The reported event of cardiac perforation, device sensing problem, helix damage, and capturing problem was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. X-ray examination of the helix mechanism found no anomalies. X-ray inspection of the lead found an over-torqued inner coil at the connector region, consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.

Event description:
It was reported that one month post-procedure, the right ventricular (rv) lead was found to have high thresholds. Further review noted myocardial perforation via a review of chest x-ray. During an attempt to reposition the lead, the helix was found to be damaged with high thresholds and low sensing measurements. The rv lead was explanted and replaced. The patient was stable with no adverse health consequences.